Event description:
The sales rep reported that when dr. Fixated the 1/8¿ hex drill stop (B)(4) into the triathlon revision box cutting guide (6543-1-710) the hex drill stop got stuck. It could not be removed from the box cutting guide. The cutting guide with the attached hex drill where removed without delay.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the drill was returned disassembled from the cutting guide. Circumferential scratches were observed in all four cutting guide holes. Visual inspection by the material analysis team indicated that the spiral scratches observed on the drill¿s outside diameter suggest there was galling of the drill against the inside diameter of the cutting guide. This is likely the reason the drill became stuck within the guide. Functional inspection: the drill was inserted into all the holes on the cutting guide. The drill moved through the holes with some resistance due to spiral scratches on the drill. Conclusions: the investigation determined the drill got stuck in the cutting guide likely due to galling between the two devices. The exact root cause of the galling could not be determined. If additional information becomes available, this investigation will be reopened.

Event description:
The sales rep reported that when dr. Fixated the 1/8' hex drill stop (3170-0000) into the triathlon revision box cutting guide (6543-1-710) the hex drill stop got stuck. It could not be removed from the box cutting guide. The cutting guide with the attached hex dril where removed without delay.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.